Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella cp support developed hematoma in the impella access site. The wire kinked while dilating and dilator kinked in femoral artery. The wire was repositioned and impella was inserted. After arrival to ICU hematoma noticed on impella access site. There was bleeding in the groin where the impella was located that was unable to be adequately controlled. Massive transfusion protocol was administered. The family decided to withdraw care and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the access site bleed and product damage has been completed. The pump was not returned for investigation, and data log review was not necessary for this case. Guidewire and dilator was kinked during insertion. Patient was reported with tortuous vessels and obesity. The cause of the introducer damage issue was most likely patient condition related to diseased vessel condition. The cause of the access site bleeding was most likely obese and tortuous vessel patient condition related. The cause of the guidewire damage was most likely use related due to interaction with the dilator.